Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion, there was a leak. In trying to unscrew the set to separate from the secondary line, the connection was tight and a piece cracked/chipped off. Although requested, there has been no further details provided.

Event description:
The customer reported that during an infusion, there was a leak. In trying to unscrew the cap to separate the set from the secondary line, the male luer connection was tight and a piece cracked/chipped off. Although requested, there has been no further details provided.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted the male luer tip was broken off into the female port of the microclave connector. There were no other anomalies observed. Functional and pressure testing resulted in the set flowing slowly and showed no signs of leaking. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip.